Manufacturer narrative:
Based on the current information provided, isi has not determined the root cause for the alleged post-operative complications experienced by the patient and the patient¿s subsequent demise. Isi has made several attempts to contact the or director and the surgeon to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2018. No related system errors were found to have occurred during the surgical procedure based on the available system logs. Based on the current information provided, this complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted surgical procedure, the patient developed unspecified bowel complications and subsequently expired. However, at this time, the root causes of the patient¿s post-operative complications and subsequent demise are unknown. There is no allegation that a malfunction of the da vinci surgical system occurred.

Event description:
It was reported that after undergoing a da vinci-assisted prostatectomy procedure on (B)(6) 2018, the patient experienced unspecified post-operative bowel complications. However, the type and severity of the bowel complications experienced by the patient are unknown. It is also unknown if the patient received any medical intervention or required hospitalization due to the post-operative bowel complications. On an unspecified date post-operatively, the patient expired. However, at this time, the root causes of the patient¿s post-operative bowel complications and subsequent death are unknown. On (B)(6) 2018, intuitive surgical, inc. (Isi) contacted the isi clinical sales associate (csa) who was informed of the reported event by the site¿s or director and the surgeon. The csa was not present during the surgical procedure. There were no reports of any intra-operative complications. There was also no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. The surgical procedure was completed robotically.